Event description:
General report received of unspecified number of undocumented incidents of tubing disconnections. It was reported that the primary sets were attached to the female luers of the extension sets. The male luers of the extension sets were connected to unspecified access devices. When responding to the infusion pumps alarming, "not inexperienced" nurses noted that on multiple occasions the male luers of the extension sets had disconnected from their unspecified access devices. As a result, "fluids were not administered." The customer contact reported that "they did attempt several tubing changes and nothing worked." This happened multiple times on the same medical-surgical unit. No blood loss occurred with any of the incidents. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.